Manufacturer narrative:
Service report / service repair in the field was performed on july 30, 2014. An error 950 occurred during a procedure. An intermittent error 950 was found. Reproduced by bending footswitch cable. The footswitch was replaced. System was tested and is operating properly; ready for use. The replaced footswitch was returned to ams and received on november 19, 2014.

Event description:
It was reported that at 228,000 joules while using the surgical fiber during a prostate procedure, an error code 950 was received. The laser system was rebooted, the fiber was replaced and the procedure continued using a second surgical fiber. At 100 joules while using the second surgical fiber, the error code 950 reoccurred. The procedure was completed using an alternate procedure (turp). There was no patient injury reported. This report is for the laser console.

Manufacturer narrative:
Service was performed in the field. Upon inspection, the reported error code was confirmed. The system footswitch cable was found to be defective, resulting in an intermittent connection (error code 950). The footswitch was replaced; the system tested and verified to specification.